Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. Per srt, after replacing the oxygen sensor the issue remained. After additional troubleshooting it was determined that the pressure transducer was the cause of the issue. He replaced the pressure transducer. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the srt, the cause of the failure was a defective oxygen (o2) sensor during a calibration test step. He replaced the o2 sensor.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the electronic patient gas system (epgs) failed testing using the test stand. There was no patient involvement.